Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had poor technique. Note: manufacturer contacted customer on (date) in a follow-up call in order to ensure the customer's condition since the initial call; customer is no longer experiencing symptoms. No medical attention reported

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from results obtained of 131 and 298 mg/dl. The customer's expected fasting blood glucose test result range is undisclosed. The customer did report symptom of feeling foggy. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is storage location is undisclosed. The test strip lot manufacturer's expiration date is 07/28/2017 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: the 88mg/dl (B)(6) 2017 10:59 am fasting: yes, the 127mg/dl (B)(6) 2017 09:57 am fasting: yes, the 162mg/dl (B)(6) 2017 09:58 am fasting: yes, the 110mg/dl (B)(6) 2017 10:22 am fasting: yes, the 110mg/dl (B)(6) 2017 10:23 am fasting: yes. Customer reported complaint for erratic results. Customer concerned with 298 mg/dl and 131 mg/dl back to back fasting readings. Customer states she had bloodwork done at the lab yesterday (B)(6) 2017. Customer did not require medical attention due to results obtained.